Manufacturer narrative:
Device was discarded at hospital.

Event description:
As reported: kit had been in situ for 48 hours with no problems in (B) (6) boy. Patient had been stable overnight then his cvp was noted to be dropping. Staff investigated the cvp monitoring line sited in the groin in the left femoral vein. When the blankets were pulled back to investigate, a lot of blood soakage was evident around the thigh and groin area. Area dried to isolate source of bleeding - blood noted to be spurting out of a tiny hole on three way tap port of cvp line. Cvp line clamped, this part removed from system, line flushed, no other leaks noticed. Ordinarily this connection is bonded. No noxious substances were infused down this line and no trauma was considered to have occurred which may have caused any damage. Patient outcome; required intervention to prevent permanent impairment/ near incident. Patient unaffected due to staff diligence. Staff requested to visually inspect the kit before priming and to keep further faulty samples for returning.